Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to fracture of the neck of the prosthesis.

Manufacturer narrative:
After the initial report was filed, it was determined that this reported product was previously reported under MDR number 3010536692-2017-00282. Please void the initial report for (B)(4) MDR report: 3010536692-2018-00377.